Event description:
Note: date of event is unknown. It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy enteral feeding device was placed (patient age, gender and weight unknown). According to the complainant, two weeks after placement of the corflo cubby low profile gastrostomy enteral feeding device, the feeding tube detached from the tube and the locking adapter was damaged. The procedure was completed with another corflo cubby low profile gastrostomy enteral feeding device. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Component(s), detachment of. Damage, internal / external. The lot number is unknown; therefore, the device manufacture date cannot be determined. The returned device exhibited a crack in the locking mechanism. The cause of the crack is undetermined.